Event description:
It was reported that a minicap was cracked. This was observed when the patient removed the cap to begin their next peritoneal dialysis treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and a crack was visible on the rim of the minicap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.